Event description:
It was reported that during a laparoscopic cholecystectomy the clip applier would not fire. Another clip applier was opened. No add'l intervention was required.

Manufacturer narrative:
Final device investigation showed that the device did not meet function testing criteria. The device was returned with five remaining clips. When the device was test fired the first clip was pinched together, but was misaligned. The next four clips fired, but came out partially formed.